Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient fell on (B)(6) 2014 and got hurt. The patient reported that their device stopped working after the fall. The patient reported that their new healthcare provider wants to either fix or remove the ins. The patient had an appointment with a manufacturer representative, but they never showed up. No further complications are anticipated.